Manufacturer narrative:
Correction for device evaluation: it was inadvertently not included in the initial report that the device was evaluated by a field service engineer (fse) who went onsite and checked calibration on the idesign which passed. The fse also discussed the idesign calculations with the account. Section d9 device available for evaluation? Yes. H3 device evaluated by manufacturer? Yes. H6 code for type of investigation10 - testing of actual/suspected device. Additional information: h4 manufacturing date was not provided in the initial report. The manufacturing date is 10/29/2015. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Manufacturing date not available at the time of this report all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had lasik cutomvue myopic treatment on (B)(6) 2021. Presented 1 day post op with foreign body sensation and at one week post reported having pressure sensation like a slight headache with blurry vision. At the 1 month post op visit patient reported vision not good in right eye and best corrected visual acuity (bcva) was 20/50. Tearing reported. Patient had a lid scrub performed. At 2 month post-op on (B)(6) 2021 patient had re-treatment of right eye. Right eye -1.75 x 0.75 x 165 bcva 20/50 (prior to re-treatment) right eye repeat -1.50 x 0.50 x 169 bcva 20/40 +2. Patient reported that right not good for distance, have tearing and is bloodshot experience foreign body sensation. Patient claims that when taking showers eye gets foggy and last 1/2 hour and still experiencing some double vision. 9 week post-op on (B)(6) 2021 (3 month post-op) right eye (od) -1.00 x 0.75 x 138 sands corrected visual acuity 20/50 bcva 20/20. Patient reports new pain, tearing, no visual improvement.